Event description:
Same case as 600089-2005-00439. It was reported by a patient's wife that their pt was having an allergic reaction to the taxus express2 stents. The following complaint was reported: "caller states their pt is having an allergic reaction to the paclitaxel on the two taxus express2 stents he received march 3, 2005. They stated pt has a 104 degree fever. They states pt has a history of cancer and having allergic reactions to chemotherapy. She states she has spoken to the cardiologist who has not helped them. They wants to speak to someone today about how to 'get the paclitaxel out'." Additional information during a follow-up call to the patient's family member indicated that the patient has a history of lymphoma. They have have an "allergic" reaction to his chemotherapy involving fevers of 102-104 degrees. These fevers required hospitalization for up to a week at a time. The chemotherapy medication he was given is in the same drug family as the paclitaxel. The patient has had a bare metal stent placed in the past without any problems. In 2005, they were found to have more areas of blockage that required stenting. This was not in the same area as the bare metal stent previously placed. The patient's family member explained that the cardiologist came out and told them they were going to place medicated stents in her husband, but did not mention what type of medication was on the stent. If the cardiologist would have mentioned that the stent was coated with paclitaxel, she would have refused the stenting based on their pt's previous reactions to chemotherapy agents similar to paclitaxe. The stenting procedure went well, however their pt complained of back pain in their hospital room. They received medication for the pain and was subsequently discharged. On monday, about 11 days later, the back pain returned and they began experiencing temperatures of 102-104. The temperatures would respond to ibuprofen but the temperatures returned after the ibuprofen would wear off. The patient has followed up with their cardiologist, however, they indicates the cardiologist stated, "they they had never heard of anything like this." The patient did have a follow-up scheduled with his oncologist and had gone in to their family physician and had a complete blood count and a c-reactive protein (crp) done. The crp was elevated. There had not been a formal physician evaluation done at that time. The patient's family member asked how the stents could be removed. It was recommended that their pt follow-up with his cardiologist. She indicated that they would not f/u with "that cardiologist". It was recommended that a f/u be done with a cardiologist and the patient's oncologist. Additional information from the nurse at the physician's office indicated that the physician told the patient they did not believe the patient was having an allergic reaction to the stents. Also, the physician was not aware of the patients allergy to chemotherapy drugs. The patient did not list it as an allergy. The only reported medication allergies they knew of were sulfa and septra.